Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control then replaced the power pcb assembly, battery wire harness as well as the device's battery pins. After observing proper device operation through functional and performance testing the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during an event. The customer further advised that it occurred with any movement of the device and that the batteries were charged. The customer advised that the patient was stable when the reported issue was observed. There were no reports of adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control attempted to contact the customer in order to obtain additional information about the patient and the event; however, no response has been received.